Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the drawer had physical damage, and pieces had come off. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half-height auxiliary drawer 1.1 had broken rails. The field service engineer (fse) replaced the half-height drawer, reassembled the device, and rebooted the system. The customer tested the half-height drawer successfully. The system functioned as intended after field service engineer repaired the device.